Event description:
It was reported that a lump developed under infusion site and no medical intervention was noted. No patient injury was reported.

Manufacturer narrative:
One (1) picture was received for evaluation and it was observed that the cannula was bent. Production personnel performs 100% visual inspection using a black light in order to verify that drop has been placed at each joint and the amount of adhesive is correct. The most probable root cause is that the product become damaged after it left the manufacturer facilities since the product is 100% tested using the skin adhesive inspection fixture t98-5434. No corrective action is required as there is no information to suggest that the product become damaged during manufacture due to product is 100% visual inspected and tested with the skin adhesive inspection fixture t98-5434. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service repair records. Operator of device patient/consumer this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).